Event description:
It was reported by the patient that after returning home from a walk, he touched the doorknob, and he experienced "a total knock out" and "he saw blue". The patient inquired if this was a therapy from his device. The patient is seeing his cardiologist in a few days. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.